Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer reviewed human chorionic gonadotropin (lhcg) quality control recovery for the past 15 days and determined that all results recovered within ranges. A siemens technical applications specialist (tas) reviewed the event data and instructed the customer to check the probe alignments and run precision studies in sample cups (ssc) and in primary tubes. The probe alignment check resolved the issue and the customer ran the two precision studies, as instructed by the tas, and both resulted within the acceptable limits. It was unknown whether the affected sample was run in a sample cup or primary tube. The tas determined that the event was potentially caused by bubbles if the samples were run in ssc. The tas advised the customer to ensure that the proper sample type is run in appropriate sample cup or primary tube. A siemens headquarters support center (hsc) reviewed the filter data and determined that a mix issue due to misalignment of the probes potentially contributed to the discordant result. Siemens suggested retraining the technologist for pre-analytical sample handling. The cause for the discordant, falsely low lhcg result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
On (B)(6) 2018, a discordant, falsely low volume human chorionic gonadotropin (lhcg) result was obtained on one patient sample on a dimension exl 200 instrument. The discordant result was reported to the physician(s), who did not question the result and told the patient that she miscarried. On (B)(6) 2018, an ultrasound was performed on the patient, demonstrating a viable fetus. A limited amount of the original patient sample was repeated on alternate instrument, resulting higher. A new sample draw was obtained from the patient and was tested on an alternate dimension exl instrument, resulting higher and agreeing with the ultrasound result. The corrected results were reported to the physician(s). There are no known reports of patient adverse health consequences due to the discordant, falsely low lhcg result.